Event description:
The reporter contacted animas on (B)(6) 2012 indicating that the patient's blood glucose level rose to 420mg/dl. The patient reportedly had extreme thirst and felt tired. The patient looked at the pump and found it without power. The battery compartment threads were found to be stripped and the battery cap threads were stripped and the yellow o-ring was showing. The patient changed the battery cap and the cap secured normally. The battery cap was reportedly never changed. This report is being made based on the indication that the patient experienced elevated blood glucose level related to use error of using a damaged pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: rebooting was observed in the pump history. Some dates in the total daily dose history appeared inaccurate due to the pump rebooting and time resetting to default. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The battery cap was observed to be stripped and was unable to maintain electrical connection with the pump. A test cap was inserted to complete pump testing. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications; no power event occurred during testing. The pump was opened and no damage was found to the power circuit. Unrelated to the power issue, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.